Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The dry acid 99 gallon unit was returned with extensive rust on the frame and extensive corrosion to jet valve 2. The rust and corrosion indicate fluid leaks had occurred. During testing the dry acid 99 gallon unit would not fill during a fill operation. After replacing the fill valve the unit continued to not fill. The replaced fill valve was observed to have rusted threads, indicating a fluid leak. After replacing the upper power supply, the dry acid 99 gallon unit began to fill the unit¿s tank. The upper power supply is a non-serviceable part. While the tank was filling the connector to jet valve 2 began to smoke. The corrosion to jet valve 2 will cause the observed smoke from the connector. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed. The results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be corrosion to jet valve 2 which caused the observed smoke from the connector.

Event description:
A user facility reported that the dry acid mixer machine was not filling in dissolution mode. A fresenius regional equipment specialist was onsite to perform repairs; however, the res found that the mixer could not be repaired and needed to be replaced. Upon follow it was confirmed that the old mixer had been replaced and the new mixer was waiting on batch analysis results in order to rend the mixer ready for usage. Additional, information was requested; however, until this date none has been received. Upon physical evaluation of the dry acid mixer by the manufacturer, it was identified that the connector to jet valve two began to smoke due to corrosion.